Event description:
Turned off when display was turned and shocked me. Manufacturer response for contrast injector, (brand not provided) (per site reporter). Verified issue. Dcu cable was too tight to rotate screen, causing strain on the connector and cable. Replaced display pcb and dcu cable. Lengthened cable and secured. Performed checkout per bayer procedures.